Event description:
Mrsa infection was reported. The lead was removed. No further patient complications were reported as a result of this event. The lead was returned, analyzed and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead in segments was returned and analyzed. Outer insulation breached (clavicle-rib crush); all conductors stretched; distal conductor had blood/body fluid (not obstructed); proximal conductor had blood/body fluid (not obstructed); outer insulation kinked/buckled, torn and cosmetic depression. Helix/lobe distorted/bent; blood in/on helix/lobe mechanism. Tip seal observation, lead stretched.